Manufacturer narrative:
(B)(4). The date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd881417 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient not adhering to trained procedures, kidney infection, and peritonitis with culture positive for streptococcus coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On an unreported date, the patient experienced an unspecified kidney infection. On an unreported date, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was a kidney infection. During a follow-up call with the patient's pd nurse, it was reported that on an unreported date, the patient was not adhering to trained procedures regarding pd administration. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was due to the patient not adhering to trained procedures. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. On an unreported date in 2011, the patient recovered from the peritonitis. The outcomes for the kidney infection and patient not adhering to trained procedures were not reported. Pd therapy was ongoing. The nurse stated the peritonitis was not related to pd therapy and did not comment on the kidney infection or the patient not adhering to trained procedures.